Event description:
Per the clinic, the patient experienced a skin flap necrosis and an infection at the site of skin breakdown (specific date not reported). The patient was treated with oral antibiotics (specific date and duration not reported) and underwent a skin revision surgery (specific date not reported), however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on november 12, 2021.

Manufacturer narrative:
This report is submitted on april 14, 2022.